Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a general complaint. The physician claimed that the titan anchor makes the octad lead break in the distal end after 20-40 months in use. Information to ascertain the specific number of patients involved with the issue was requested and, according to the physician, this has happened to 6-8 patients. However, the physician did not have any written record of each case. The serial numbers were not known and could not be obtained, and the dates the issue occurred, implant dates, and explant dates could not be obtained. Furthermore, information regarding the patients' relevant medical history had been requested but could not be obtained. There was no harm or injury to the patients. The impedance was over 10,000 ohms on most electrodes in some cases and there were also visible breakages of the lead. In all cases, the lead was explanted and a new lead was implanted. The products were not returned as they had been thrown by the hospital. Per the information above from the physician, this has happened to at least 6 patients. This regulatory report pertains to the anchor of patient 2 of 6, and regulatory report 3007566237-2015-03638 pertains to the lead of patient 2 of 6. Please reference regulatory report 3007566237-2015-03633.